Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a critical error. The blood glucose reading was 8 mmol/l. It was advised that the customer revert to a back up plan per a health care professional's instruction. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Unable to verify stuck in manufacturing mode due to critical pump errors. Unit was received with critical pump error (open book image) and pump error was present in the insulin pump history file due to severe corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. No belt clip received with unit. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture, missing retainer, partially broken off reservoir tube lip with customer applied glue/adhesive on reservoir area, peeling end cap address label, severe corrosion on all electronic assemblies and moisture damage on motor assembly.